Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer's mother reported that the strings broke from two tampons during removal and the tampons remained inside her daughter's body. The tampons were removed manually.